Manufacturer narrative:
The device was received for evaluation. During evaluation, the customer issue "flow accuracy was exceeding programed delivery amount by 2-3 ml and over-infusion" was not reproduced. The device was tested for flow rate accuracy and deliver error percentage of 0.49% and 3.66% that are within specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a spectrum pump, the device over infused, delivered a volume exceeding the programmed amount by approximately 2¿3 ml. The programmed volume was 20 ml; however, the delivered volume was reported as 22¿23 ml. The programmed flow rate was 40 ml/hr. The event occurred during preventive maintenance activities in the ICU. There was no patient involvement. No additional information is available.